Event description:
A patient reported blood glucose results of "10.8 mm0l/l" with a lifescan meter and "8.2 mmol/l" on a laboratory device, performed with 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose.